Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. The customer's blood glucose level was not impacted. Reportedly, the customer changed the cartridge and was able to resolve the issue.